Event description:
It was reported that a torn haptic was noted upon insertion of the lens. Incision was not enlarged for lens removal. Another lens of same model was implanted successfully and suture was placed as part of standard protocol. After surgery patient was prescribed therapy for elevated iop and according to the surgeon the elevated iop was associated with topical steroid use (steroid responder). Patient's current prognosis was described as "doing well." Please reference MDR number 2031924-2013-00060 for the delivery device used during the event.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.